Manufacturer narrative:
The correct sub-category for this complaint should have been inaccurate high.

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was reading inaccurately high compared to another meter (emergency services meter). The complaint was classified based on customer service representative (csr) documentation. The patient stated the meter issue began at 4.45 pm on (B)(6) 2019, reporting that he obtained an alleged inaccurately high blood glucose result of ¿161 mg/dl¿ on the subject meter compared to ¿38 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages his diabetes with insulin and metformin and made no changes to his normal diabetes management regimen. The patient was unable to describe any symptoms he developed but stated at 5 pm on (B)(6) 2019 he was treated by paramedics with IV glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and an approved sample site was used. The csr noted that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.